Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer recently had to go to the emergency room due to a blood glucose level of about 500 mg/dl. Customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 308 mg/dl. The caller was shipped tubing clamps so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. However, the operating currents are within specifications and passed self-test, unexpected restart error test, displacement test and basic occlusion test. The insulin pump was received with end cap sticker however, it was shifted and stained. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stripped battery cap coin slot.